Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that it was leaking blood. Writer assessing IV site and noted that blood had backed up in the extension set to the second nob on the primary set and was rapidly leaking blood from that part of the primary tubing. Writer inspected malfunctioned primary tubing and appears to have a crack or area not fused to tubing.